Event description:
It was reported that during a surgical revision to replace the patient's device, this right atrial (ra) lead was found to be in the incorrect port of the device header. This lead exhibited no capture, low impedance measurements, increased threshold measurements, and pacing not delivered when required. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.